Event description:
It was reported that the patient underwent a posterior spinal fusion surgery from l3 to s1 on (B)(6) 2012 using rhbmp-2/acs. The previous instrumentation was removed. Src instrumentation was performed from l3 to s1. The facet joints were removed by cutting a deep trough over the facet joints medially to the pedicle screws. The rhbmp-2/acs was placed in position on the right side from l3 to s1 and at l3/4 on the left side. The patient was instructed to return for follow-up visits at the consulting rooms every three months for the first year and thereafter at yearly intervals. Three months post-op on (B)(6) 2012, the x-rays demonstrated excellent consolidation of the fusion. The instrumentation was intact and without any complications. Six months post-op on (B)(6) 2012, the patient still experienced intermittent back pain. The x-rays demonstrated a bony fusion with mature trabeculae crossing over the fusion area. Twelve months post-op on (B)(6) 2013, the x-rays demonstrated a bony fusion with mature trabeculae crossing over the fusion area at the anterior fusion. At the area of the posterior fusion where the rhbmp-2/acs was placed, absorption of the shadow of consolidation demonstrated at six months was documented. There is no proof of a solid posterior fusion. The patient reported to be pain-free. The patient was instructed to return for a follow-up consultation after one year. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.